Event description:
It was reported that a small volume infusor completed earlier than expected, with an administration time of approximately 38 hours. The device was filled with 5 fluorouracil and saline. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.